Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age & gender unknown) the device rebooted power inappropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports for similar reports from the same customer: 1220908-2015-02633, 1220908-2015-02637, 1220908-2015-02687.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The multi-function connector was replaced as a precaution. The device was recertified and returned to the customer. The data file was cleared by the customer and could add no value to the investigation. No trend is associated with reports of this type.